Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the pump was eroded through the patient¿s skin. It was noted that the patient was unable to undergo pump replacement surgery due to his age. The healthcare provider (hcp) planned to ¿externalize¿ the pump. The hcp was aware that the pump was designed to work at body temperature and there would be a change in flow rate. The device system was used to deliver bupivacaine 30mg/ml and dilaudid 0.5mg/ml at 0.08mg/day. It was later reported that nothing was explanted as a result of the procedure. A pump segment kit was added and the catheter was tunneled out of a poke hole about two inches from the infected pump pocket. Both the catheter and pump were externalized at the time of the report. The managing healthcare provider (hcp), implanting hcp and the patient¿s family were all aware of the pump being external. The pump eroded through the patient¿s skin and the family did not want the patient to be without the pump at that point in his life. However, they did not want to put him through a full explant and new implant on the other side.

Event description:
Additional information reported the pump was externalized and connected to a new pump catheter segment. The pump has been used to deliver drug since then.